Manufacturer narrative:
Based on the information provided, it was determined that the eight (8) cassettes from which tissue exhibited sub-optimal processing were derived from the "factory 8hr xylene standard" protocol comprising 21 cassettes, which started in retort b at 17:27pm on (B)(6) 2020 and was abandoned by a user at 00:08am on (B)(6) 2020 during step 11 (first wax infiltration step) of the protocol. As a result of this user action, the duration of this step was 30 minutes and 33 seconds rather than the 40 minutes duration originally scheduled. No error codes were recorded in the instrument logs during execution of this protocol. Processing of the tissue samples from the abandoned "factory 8hr xylene standard" protocol started in retort b at 17:27pm on (B)(6) 2020 was completed manually. A user completed step 2 (second wax infiltration step) of the protocol between 00:26am and 01:14am on (B)(6) 2020, with a longer duration of approximately 48 minutes rather than the 40 minutes originally scheduled by the software using 97.8% wax from wax bath 2; and step 3 (final wax infiltration step) of the protocol was completed between 01:16 and 02:06am on (B)(6) 2020, at a shorter duration of approximately 50 minutes rather than the 60 minutes originally scheduled by the software using 99.5% wax in wax bath 4. The second and final wax infiltration steps of the "factory 8hr xylene standard" protocol were executed manually at a slightly shorter total duration of approximately 98 minutes rather than the 100 minutes originally scheduled in the protocol. On 12 may 2020, leica biosystems melbourne received the following additional information provided by the complainant to the fss in response to a query as to whether it is routine practice for the laboratory to process tissue samples of 20mm using an 8 hour protocol rather than a 12 hour protocol as recommended by the manufacturer: "usually tissue that size (for us) consists of breast and large skin excisions, which we run on the 12 hour. However, I'd say 10-25% of our daily 8hr run tissues are that size as well (uterus, spleen, kidney, testicle, etc)" the root cause for the sub-optimal tissue processing of tissue in eight (8) cassettes reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed, in combination with shortening of the total time of the wax infiltration steps (steps 11 -13) of the "factory 8hr xylene standard" protocol processing time of approximately 12 minutes, resulting in insufficient wax infiltration. Section 8.2.1 of the leica peloris/peloris ii user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types. Specifically, it is recommended that all routine tissues up to maximum dimensions (excluding brain specimens) up to maximum dimensions of 15x10x4mm are processed using a 6-8-hour protocol; and all routine tissues up to maximum dimensions of 20x10x5mm are processed using a 12-hour protocol, with the caveat that very thick fatty specimens may require a longer protocol. In this instance, colon resection with a dimension of approximately 20mm had been processed using a protocol of approximately eight (8) hours duration rather than the recommended 12-hour duration for 20 x 10 x 5mm dimensions.

Event description:
On 14 april 2020, leica biosystems received a complaint that tissue samples, which had been processed in retort b using a "factory 8 hr protocol" were under-processed. On 14 april 2020, the leica field application specialist - core histology (fss) assigned to this event provided applications support by phone. The fss detailed that initial contact by the complainant to the leica north america technical assistance center (tac) was in relation to an abandoned/aborted cleaning cycle in retort a and a "8 hr factory protocol" in retort b abandoned/aborted during the first wax infiltration step; and that the complainant had been able to manually continue processing of the tissue samples in retort b following guidance from a tac representative. The fss documented that review of the instrument logs which had been provided by the complainant showed that "a user paused and the abandoned/aborted both runs in the pause menu. Customer stated that the technician had 'not touched anything' and that the 'machine had done it on it's own.' The customer reported at this time that the pathologist had reported several cassettes from the aborted run in retort b were underprocessed. A call with the pathologist confirmed this." The fss also documented that the aborted and manual paraffin steps were observed in the logs as below: incomplete first wax step: 23:38:04- 00:08:37 (30min 33 seconds) supposed to be 40 min wax bath 3 (85.2565%). Was drained at 00:25:35. Aborted at 00:08:37. Manual steps: step 2: 00:26:21- 01:14:17 (47 min 56 seconds) supposed to be 40 min wax bath 2 (97.8188%). Step 3: 01:16:03- 02:06:22 (50 min 19 seconds) supposed to be 60 min wax bath 4 (99.5808%). The fss further documented that tissue from a colon resection in only eight (8) of 21 cassettes from the abandoned "factory 8hr xylene standard" protocol started in retort b at 17:27pm on (B)(6) 2020 exhibited sub-optimal processing. On 16 april 2020, the leica field application specialist - core histology assigned to this event documented that all cases involved in this event had been confirmed as "diagnosed difficulty. No reprocessing was needed or conducted."